Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event and the patient¿s outcome were unknown. On an unspecified date, the patient was treated with vancomycin (2g over 5 days, route not reported) and gentamycin (20mg a day, route not reported) for peritonitis. The action taken with pd therapy was not reported. No additional information is available.